Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that he experienced high blood glucose. The customer's blood glucose was 495 mg/dl at the time of incident. The customer did not want to troubleshoot for the high blood glucose at the time of call. The insulin pump will not be returned for analysis.